Manufacturer narrative:
Analysis of the tined lead found that all conductors were broken 4.5 cm from the distal end, at the tines.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient experienced a loss of therapeutic effect about (B)(6) 2016. Impedances were measured and all values were greater than 4,000 ohms. It was not possible to obtain a factor that may have led or contributed to the event. The tined lead was replaced. An intraoperative impedance measurement was done prior to explant confirm the high impedances. The issue was resolved with the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.